Event description:
Caller states that the following tests were performed on the same device within 10 minutes: 27mg/dl, 111mg/dl, and 285mg/dl. She reports that her device read 485mg/dl prior to going to the hospital where her blood glucose measured 113mg/dl. Timeframe between these results was not provided. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.